Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was documented: "poor processing, tissue appears to not be infiltrated err 141 occurred during run, run did complete, about 300 cassettes impacted." On (B)(6) 2023 the assigned leica field applications specialist-core histology (fas) visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived from one (1) "[protocol name] routine" protocol comprising "about 200" cassettes, which was executed in retort b with the start/end time and date. The affected tissue processing run documented as "started: 3-6pm on (B)(6) 2023, finished: (B)(6) 2023 @ 7:15am". The tissue types of the affected patient tissue samples were "routine surgical". The sizes of the affected patient tissue samples were "1 cm - 3cm" and the affected patient tissue samples were re-processed as follows: "melted in embedding station, put through xylene, then alcohol, then processed normally on another processor." The fas also documented that the "program completed successfully on (B)(6) 2023 at 7:15am on retort b. No error messages reported. Took specimens to embedding. During microtomy, sections on water bath spread apart. Stopped microtomy. Specimens were reprocessed by melting blocks in embedding station, then placed in xylene, alcohol, then processed [sic] normally on a different tissue processor on (B)(6) 2023. On (B)(6) 2023, lab manager reported all affected cases were diagnosable. Power outage in hospital between (B)(6) 2023. Unsure of exact time/date. Peloris ii sn: (B)(4), is not on a ups powervar. This power outage possible caused a delay in processing and affected tissue specimens. Also, highest percent reagent alcohol bottle (bottle #5) reads 99% on instrument [sic], however hydrometer reads this bottle to be 74%. Possible that the last ethanol used in affected protocol might have been bottle 5, which has the lowest percent alcohol. This could be confirmed with instrument logs. Unfortunately, logs could not be pulled from this unit. Both usb ports are not functioning." On 16 march 2023, leica biosystems melbourne received information from the assigned leica field applications specialist. Core histology (fas) documented that all patient cases involved in this event were diagnosable and re-biopsy of a patient(s) had not been recommended or performed.

Manufacturer narrative:
Based on the information available, the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error. Which occurred on or before (B)(6) 2023, in which a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly and never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol) with a calculated ethanol concentration of 99% and a measured ethanol concentration of 74% would likely have been used for the final dehydration step of the "[protocol name] routine" protocol., from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration required for use in the final dehydration step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol. Re-introduction of water into the tissue which cannot be displaced in subsequent processing steps, and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available found that the instrument functioned as designed on (B)(6) 2023, during execution of the affected tissue processing run. From which sub-optimal processing of patient tissue samples was reported by the complainant.